Event description:
It was reported that customer was experienced high blood glucose. Blood glucose level at the time of the incident was 25.7 mmol/l. Customer experienced symptoms related to high blood glucose like vomiting. Customer was hospitalized and given medical treatment. The customer was assisted with troubleshooting. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer stated the cannula of the infusion set was bent. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
This case is for the (B)(6) 2022 event. Please see (B)(4) for the (B)(6) 2021 event. Please see (B)(4) for the damage to the pump and high bg at the time of the call on (B)(6) 2022. Customer reported several change sensor alerts in the past. Customer also reported being hospitalized for high blood glucose around 30mmol/l and diabetic ketoacidosis on (B)(6)2021. The set cannula was bent. She was vomiting. Customer had ketones of 5 or 6. She also mentioned she had high blood glucose on (B)(6) 2022 due to bent set cannula (bent at almost 90 degree angle). She did not go to the hospital for (B)(6)2022. She was out for lunch and her blood glucose was at 25.7 mmol/l. She treated with pump. Customer also said the back of the pump where the battery goes in is cracked. She noticed it when she changed battery one day. Moreover, the metal contact on the battery cap is also detached. Her current blood glucose on (B)(6)2022 is 19mmol/l. Customer bolused with pump. Pump was used at the time of the incident. It is unknown if auto mode was active on (B)(6) 2022. It is unknown if sensor was used on (B)(6) 2022.